Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the pacing rate fluctuation was confirmed. As a result the main printed circuit board (pcb) was replaced. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis confirmed the anomaly when connected to a tester, the pacing rate fluctuated. After an integrated circuit was replaced, this corrected the atypical behavior. Conclusion: confirmed the reported event caused by a defective integrated circuit. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) was set at a pacing rate of 120 ppm, it actually worked between 115 and 119 ppm. When a new epg was connected at 120 ppm, it maintained the rate of 120 ppm. The first device was then sent to the manufacturer for servicing. There was no patient involvement indicated.